Manufacturer narrative:
According to the customer, they developed a "rash on both hands after consistent use" of the gloves. The customer reported the rash developed after "1.5 months" of using the product, and the rash "resembles contact dermatitis, itchy, red". The customer reported that prior to identifying the cause of the rash he was prescribed "triamcinolone 0.1%", but the issue did not resolve despite the ointment application until he discontinued using the gloves. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they developed a "rash on both hands after consistent use" of the gloves.